Event description:
A consumer reported that following the use of this product he could barely see and "everything got blurry," along with burning, pain and dryness of eyes. He reported the solution was discolored and "not as liquified" as it should have been, but used it anyway. He reported he went to the hospital where his eyes were tested and he was given an antibiotic. The burning sensation resolved within a few days. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device was not rec'd for eval. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B)(4).